Event description:
Healthcare provider reported capsular contracture, baker grade IV. This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Additional observations: deformation observed, in the shell. Yellow particles in the surface of the shell. Wear abrasion observed, in the device.